Event description:
During laparoscopic sigmoidectomy, the surgeon tried to use the ethicon echelon flex powered plus stapler and it would not release staple because it was jammed. Device defected. No harm to patient.